Event description:
It was reported that approximately 44 months post filter implant, the pt developed chest pain. Reportedly, one filter arm detached and was located in the heart. The pt's current status is unk.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. Attempts to obtain additional information are underway.

Manufacturer narrative:
A product evaluation could not be performed as the device was not returned for evaluation despite attempts, further specific event, patient or product information was not provided for evaluation based on the information available, the result of the investigation is inconclusive. A definite root cause is unknown. The current IFU (instructions for use) states: potential complications. Filter fracture is a known complication of vena cava filters there have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques most cases of the filter fracture, however, have been reported without any adverse clinical sequelae

Manufacturer narrative:
Additional information received via voluntary MDR mw5014526. "Fluoroscopy in 2008 found ivc filter segment in the right ventricle. This was re-evaluated in 2009. The tine broken from the ivc filter remained in the right ventricle. In 2010, the patient died at home. No autopsy was performed." Additional information, such as relevant history, was received from the contact at the reporting facility. The contact reported she learned of the patient's death from reading an obituary in a local newspaper neither she nor the patient's physician had any additional information regarding the patient. An autopsy was not performed and the cause of death and the relationship to the filter is unknown. Based on the information available, the results of the investigation are inconclusive definitive root cause is unknown. The current IFU (instructions for use) states. Potential complications. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. All these above complications have been associated with serious adverse events such as medical intervention and/or death.

Manufacturer narrative:
Journal article review: this event was identified in a journal article (attached) and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 7 referenced in the article. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831. Additional information: (B)(4).

Manufacturer narrative:
Additional information: (B)(4).